Event description:
It was reported by the rep that the device was used during a laparoscopic sigmoid colectomy. It was reported during the procedure, the surgeon noticed the gasket was torn on his umbilical trocar. The only device that was passed down was the 10mm laparoscope. A one seal reducer cap was used to stop the leak. There was no consequence to the pt.